Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think that the pump was working properly as the blood glucose (bg) level was around 200 mg/dl. A correction bolus via the pump was used to address the bg level. The customer performed a system check and saw that insulin was being delivered. The customer thought that the high bg may have been caused by a sickness; however, was still unsure if the pump was operating properly.